Event description:
On (B)(6) 2021, a perceval valve pvs25 was implanted in a patient. The patient is recently diagnosed with pneumonia and started on antibiotic. The post-opt recovery was prolonged (still in ICU due to thrombocytopenia). The patient has been under observation since 1 day postop until (B)(6) 2021. It is presently unknown if the patient recovered or is still under treatment. The patient¿s pre-operational assessment has no other comorbid condition beside the old age. The patient was tested with a support of a hematologist and the result tested nothing related to patient's platelet. The perceval valve was suspected as a possible contributing factor to thrombocytopenia.